Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was performed. The ra lead was surgically abandoned and another lead was successfully implanted. To date, no adverse patient effects were reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.